Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer final investigation. The following sections were updated, g4, g7, h2, h6 and h10. An investigation was performed by the legal manufacturer based off of the information provided. From the submitted information, description that ¿at the reprocessing they found black residues coming off the distal end¿ was confirmed. Although the attached image was checked, the condition of the residues could not be confirmed. A review of similar complaints both at the specific facility and in general was performed with only one other similar complaint. This issue will be trended. A review of the IFU was performed and the following description was found. Chapter 7 cleaning, disinfection, and sterilization procedures. 7.3 pre-cleaning. Warning: if the endoscope is not immediately pre-cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. Pre-clean the endoscope at the bedside in the procedure room immediately after the procedure. The following steps are to be performed when the light source and suction pump are turned on and still connected to the endoscope. A review of the DHR was performed and there were no issues found within the record associated to the reported event. Conclusion: the root cause could not be identified. The following is a possible cause based on the investigation result. Although the residues pointed out could not be confirmed, based on the inspection result of this product, it is unlikely that the residues are associated with the parts or components used for this product. Therefore, there is a high possibility that the residues identified on this product were associated with something external to the product that adhered to it.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer for medical device report# 8010047-2020-08255. The legal manufacturer could not perform a manufacturing review as the device was produced over 15 years ago. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The reason why the sealant peeled off cannot be identified. However, based on investigation results, the legal manufacturer determined that it is not due to the specification of the product concerned, but is presumed to be caused by deterioration caused by long-term use. Although this sealant is a biocompatible material and does not cause any effect if it falls out of the body, it is possible to detect abnormalities by prior inspection according to the instruction manual, and therefore, it is necessary to conduct a reliable pre-use inspection. As stated on the IFU and as a preventive measure, the user manual states: hapter 7 cleaning, disinfection, and sterilization procedures. 7.3 precleaning - warning - if the endoscope is not immediately precleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. Preclean the endoscope at the bedside in the procedure room immediately after the procedure. The following steps are to be performed when the light source and suction pump are turned on and still connected to the endoscope. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The referenced scope was returned to the olympus service center (oci) for evaluation. The evaluation found the light guide cover adhesive was missing and the probe unit was scratched and chipped. Additionally, the insertion tube is rippled near the cover. A review of the asset scope's history shows the asset was last serviced on september 30, 2020 (no issues found/inspection only). The root cause of the reported event cannot be determined at this time as the investigation is ongoing. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
Upon receipt of a ultrasonic gastro-videoscope (loaner), the user facility reported that after reprocessing the scope and when gently rubbing the "cracks" with gloved fingers, black residue was observed coming off the distal end of the scope. No patient involvement was reported.